Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-02143 addresses the first stent, while manufacturer report # 3005099803-2012-02144 addresses the second stent. It was reported to boston scientific corporation that two flexima biliary stents were used during a drainage procedure of the lower bile duct performed on (B)(6), 2012. According to the complainant, during the procedure, after the endoscopic sphincterotomy (est) was performed, the first device was advanced over a jagwire into the target site. When the stent was attempted to be released, resistance was met and the inner guide catheter detached. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece with the guidewire. The second stent was then advanced over the same jagwire and inserted at the target site. However, when the stent was attempted to be released, resistance was met and the guide catheter also detached. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece with the guidewire. It was reported the anatomy was mildly tortuous and there were no issues with the jagwire. The procedure was completed with a wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The delivery system and stent were returned for evaluation with the stent loaded on the push catheter via suture. Visual evaluation revealed no damage to the push catheter or suture. The guide catheter was found stretched and broken. The proximal end of the guide catheter was returned stuck on a guidewire. No damage was noted to the guidewire. The distal end of the guide catheter was stuck inside the push catheter. A suture impression (kink) was noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during use. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to anatomical or procedural factors encountered during the procedure such as maneuvering of the device or patient anatomy, therefore the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. (B)(4): guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-02143 addresses the first stent, while manufacturer report # 3005099803-2012-02144 addresses the second stent. It was reported to boston scientific corporation that two flexima biliary stents were used during a drainage procedure of the lower bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, after the endoscopic sphincterotomy (est) was performed, the first device was advanced over a jagwire into the target site. When the stent was attempted to be released, resistance was met and the inner guide catheter detached. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece with the guidewire. The second stent was then advanced over the same jagwire and inserted at the target site. However, when the stent was attempted to be released, resistance was met and the guide catheter also detached. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece with the guidewire. It was reported the anatomy was mildly tortuous and there were no issues with the jagwire. The procedure was completed with a wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.